Manufacturer narrative:
The console (aic) was returned for evaluation. Upon visual inspection of the purge assembly area confirmed purge flag was missing/ broken. Before returning this console back to the customer, the purge flag was replaced , a full functional check on the console and optical system was performed, and preventive maintenance was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in pulmonary embolism was implanted with an impella rp device for mechanical circulatory support. During support, device had an automated impella controller (aic) purge disc failure. No patient harm was reported.